Event description:
Same case as 1527460-2012-00049. The complainant reported the gastrostomy tube became dislodged.

Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out. The tube was inserted on (B)(4) 2012 and fell out on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Date of report corrected from (B)(4) 2012 to (B)(4) 2012. Event description updated from deflation to dislodged based on clarification from the reporter. The device is not being returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the batch history record cannot be conducted, because the lot number is unknown. The reporting facility has indicated the use of a luer lock syringe for balloon inflation (contrary to labeling that instructs use of a luer tip syringe); however, it cannot be determined what type of syringe was used during the initial placement. Balloon volume was not checked every 7 to 10 days.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.